Event description:
It was reported that an ilet user experienced difficulty charging the device using the charging pad, as the pad showed a solid green indicator but the ilet did not appear to gain charge when removed. No adverse clinical effects and conditions reported. Outcomes included no impact on health, no alarms, and no hospitalization. Investigation included real-time troubleshooting and education over the phone, including proper placement of the ilet on the charging pad and verification of the charging indicator. Investigation of this case revealed that the device charged successfully when correctly positioned on the pad, indicating normal function of the charger and device. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.

Manufacturer narrative:
Initial.